Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: on examination, the audio bolus button was found to be damaged; punctured. On testing, the audio bolus button demonstrated intermittent unresponsiveness. Investigation duplicated the complaint. The audio bolus button cover was removed for further investigation and revealed contamination in the button compartment. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.